Event description:
Boston scientific received information that this lead was explanted due to dislodgement. This lead was replaced and returned for analysis per field representative. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the mechanical and electrical analysis of the lead proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.